Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant, the right ventricular (rv) lead exhibited high thresholds. Reprogramming was done and the physician decided to monitor the lead. However, approximately fifteen days later the alert re-triggered due to high rv thresholds measured for three consecutive days. It was also noted that there was a decrease in r-waves. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.